Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the e315 error could not be identified. However, it¿s likely the cause is related to contamination of the scope contact points or a poor connection of the digital light source cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus representative performed troubleshooting of the device remotely. The customer was instructed to clean the scope and reseat the device connections, and once those steps were performed, the device confirmed to meet specification and operate as expected. The customer did not require any additional assistance. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported by the customer that their evis exera iii video system center displayed an e315 scope communication error. There were no reports of patient or user harm associated with this event.